Manufacturer narrative:
Unique device identifier: (B)(4). The mayfield modified skull clamp (a1059) was returned for evaluation. Failure analysis: this unit was manufactured in 2011 and is beyond the 7 years recommended life cycle with no previous repair history. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the index knob and the lock require new components added to replace worn internal parts. Unit needed to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. All issues to be resolved by general maintenance, cleaning, replacement of worn internal parts and adding heli coils to machine unit. Root cause: the reported complaint was confirmed. The lock had rotational and lateral movement and required replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the lever on the mayfield modified skull clamp (a1059) was not locking. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.